Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged/ dislocated stent was able to be confirmed. The reported failure to advance and difficulty to remove the device were unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a left mid circumflex artery. A 2.25 x 15 mm xience xpedition stent delivery system (sds) could not cross through a previously placed unknown stent. During removal, the sds stent caught on the previously placed stent and dislodged. The stent was removed using a snare device. The procedure was completed by performing balloon angioplasty. There was no clinically significant delay in procedure. No additional information was provided.